Manufacturer narrative:
During on-site inspection, baxter technician determined to replace the hydraulic unit. The device was checked for correct functionality, then it was released for further use. Further investigation of the hydraulic unit was completed by the supplier of this part. No malfunction or defect could be identified, the hydraulic unit was working as intended. The root cause for the reported event could no be identified for sure. The medical device pst 500 is a mobile and configurable operating table, which is intended to be used in combination with specific tabletop sections, pads and accessories for patient positioning on the operating table during surgery, from the induction of anesthesia through the actual surgery to recovery from anesthesia. The device was investigated thoroughly and the reported issue could not be replicated. No malfunction. Based on these findings, this complaint is not considered as a serious incident as no death or a serious deterioration in the state of health of a patient, user or third person is imaginable. Therefore, baxter does not consider this complaint reportable and no further action is required.

Event description:
Customer reported that on (B)(6) 2024, during an urologic procedure, the pst 500 surgical table lowered by itself, after it had been successfully raised. The patient, who was already intubated, was transferred onto another surgical table, where the procedure was completed with no further complication. During follow-up, the customer confirmed that there was no patient impact, and the procedure was delayed for a total of 15 minutes. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that on (B)(6) 2024, during an urologic procedure, the pst 500 surgical table lowered by itself, after it had been successfully raised. The patient, who was already intubated, was transferred onto another surgical table, where the procedure was completed with no further complication. During follow-up, the customer confirmed that there was no patient impact, and the procedure was delayed for a total of 15 minutes. This report was filed in our complaint handling system as complaint # (B)(4).